Manufacturer narrative:
Through beckman coulter inc. Led customer troubleshooting, the customer identified that the buffer tubing was sharply kinked. Beckman coulter inc. Advised the customer to replace the buffer tubing. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode for this event was kinked buffer tubing.

Event description:
The customer reported that erroneously elevated sodium (na) and chloride results were generated on an au600 clinical chemistry analyzer for two patients. Actual patient results were not provided by the customer, however, the customer indicated that upon repeat on the same instrument, the patients' repeat results were lower and regarded as valid. Assay quality control (qc) results were elevated prior to the event. The initial erroneous na and chloride results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information, sample collection and handling information, actual patient results and actual instrument/assay performance data was not provided by the customer.